Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that during intra-op high impedance was seen >10,000. The lead was testing fine in the multi-lead trialing cable (mltc) and has been removed to wipe the lead multiple times with no resolution. Manufacturer representative reported using a suction on the port resolved the issue. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.